Event description:
The facility representative reported a device with a condition of "stop button does not work". It is unk when this condition occurred. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.